Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts from the two most distal stent rows were slightly flared. This type of damage is consistent with the stent encountering resistance during advancement. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left anterior descending artery. A 24 x 2.50mm promus premier¿ stent was advanced with vibration but was unable to cross the lesion. When the device was removed from the patient, it was noted that the edge of the device was lifted. The procedure was completed with a 16 x 2.5mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left anterior descending artery. A 24 x 2.50mm promus premier¿ stent was advanced with vibration but was unable to cross the lesion. When the device was removed from the patient, it was noted that the edge of the device was lifted. The procedure was completed with a 16 x 2.5mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).